Event description:
Customer reported that while a pt was being monitored by the panorama central station with ambulatory telepack, no alarms were called during a v-tach event. No pt injury was reported.

Manufacturer narrative:
Sys was evaluated using a simulator and a v-tach event was confirmed. Documentation from the actual event is under review.